Event description:
The customer states that a sample from a pt that had undergone kidney surgery was tested using the architect c8000 analyzer. The sample was located in position on the analyzer. A clinician questioned the results. The sample was retested and completely different results were obtained. This time, results corresponded with pt's clinical state. A new sample was drawn from this pt and results obtained were consistent with the retest results. A sample located in position for a different pt was re-tested for the same parameters as the first pt. Results obtained were almost identical. It appears that the sample in position was not aspired, while the sample in position was aspired twice. Results for sample were reported for sample in position. The customer states that discrepant results were observed for almost all analytes ordered for the test panel. Specific results were provided for the creatinine analyte. An initial creatinine result of 80.6 umol/l was obtained and a retest value of 172 umol/l. There was no adverse impact to pt management reported due to this issue.

Manufacturer narrative:
Sampling error. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.